Manufacturer narrative:
This is an initial report. The product has been requested back for investigation, and a final report will be submitted when the investigation is complete.

Event description:
Customer reported that the meter's code had changed from 26 to 25, and the meter was giving him "higher readings when his readings were lower". He reported a reading of 280 mg/dl and 245 mg/dl that were higher than he felt he was. Customer experienced symptoms of sweating and "not feeling right". Paramedics were called, and upon arrival gave customer a "tube of pure sugar". Customer was transported to a local hospital, diagnosed with hypoglycemia, and treated with an IV (solution unk). There was no report of death, mistreatment, or permanent impairment associated with this case.